Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was with a friend when she passed out and did not report other symptoms. Her friend called emergency medical services (ems) and an ambulance transported her to the hospital. In the emergency room (ER) the bg finger stick value was 22 mg/dl and the cgm value was 48 mg/dl. She was admitted for hypoglycemia and treatment included IV glucose. The patient did not remember other medications she received or other details. She was discharged several days later in stable condition. She continued to use the same sensor after discharge. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.